Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with only a little bit of tubing attached with tip protector in a tray with other items was received for the report. The returned sample was visually inspected and was found to meet specifications as probe needle is fully intact with no damage. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The video attached to the file was reviewed by the manufacturing site. Video is four seconds long and shows a probe being held and the inner cutter falls out of the body needle. The reported issue is confirmed from the video review. The investigation conducted a non-conformance review of the lot number obtained from the device¿s rfid tag. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. Since, the returned sample met specifications as the needle was fully intact and no damage was observed the root cause could not be verified. However, since the attached video confirms the reported issue of inner tube at the tip of the probe detached and fell off, flew out, a manufacturing issue cannot be ruled out for the needle detachment. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. A nonconformance record was opened to trend the defect of needle detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe suddenly split in the middle and flew out during cataract and vitrectomy surgery. The surgeon could not aim the probe at the patient, otherwise there was a possibility of puncturing the patient. The surgery was completed on the same day after replacing the probe with another one. There was no patient impact.